Event description:
Note: event date is not known. It was reported to boston scientific corp that a endovive safety peg kits push method device was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, the wire on the device frayed. The procedure was completed with this device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).